Event description:
The customer reported inaccurately low blood glucose readings with test strips on 14/21/96, she opened a new bottle and obtained consecutive readings of 27, 11 and 38 mg/dl. The tests were performed within a time span of 20 minutes. Because she felt that the readings were inaccurate, she called the co customer support line. With the representative, the customer performed two normal control solutions tests. The results were 152 and 149 mg/dl versus a normal control solsution range of 108-162 mg/dl. The solution (lot # vd264, expiration 4/96) was opened three weeks ago and was shaken vigorously before the sample was applied. With the representative, the customer performed a check strip test and obtained a result of 81 versus a check strip range of 71-96. The desiccant is in the bottle. The customer stores the test strips in her bedroom.